Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device") and autoimmune disorder ("an autoimmune reaction") in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included dysplasia, lung neoplasm malignant, endocervicitis, stress urinary incontinence, uterine neoplasm nos and vaginal prolapse. Concomitant products included nsaid's since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("an allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, autoimmune disorder, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the specimen is received in formalin and consists of a 90 gram 8.2 x 5 x 3.5 cm uterus. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), psychological or psychiatric problems condition: depression and mental anguish, did not undergo confirmation test. Concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device") and autoimmune disorder ("an autoimmune reaction") in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included dysplasia, lung neoplasm malignant, endocervicitis, stress urinary incontinence, uterine neoplasm and vaginal prolapse. Concomitant products included nsaid's since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, 1 year 7 months after insertion of essure (ess205), the patient experienced uterine prolapse ("other injury or complication -uterine prolapse") and stress urinary incontinence ("bladder or urinary problems or changes-stress urinary"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("an allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the uterine perforation, autoimmune disorder, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety, uterine prolapse and stress urinary incontinence outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, stress urinary incontinence, uterine perforation, uterine prolapse and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the specimen is received in formalin and consists of a 90 gram 8.2 x 5 x 3.5 cm uterus. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 27-sep-2018: plaintiff fact sheet received: events (uterine prolapse and stress urinary) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device") and autoimmune disorder ("an autoimmune reaction") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("an allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with hysterectomy. At the time of the report, the uterine perforation, autoimmune disorder, hypersensitivity and menstrual disorder outcome was unknown. The reporter considered autoimmune disorder, hypersensitivity, menstrual disorder and uterine perforation to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.